Event description:
It was reported while infusing decitabine there was an over infusion event. The intended rate was 108.4ml/hr with a volume to be infused of 100ml. The bag concentration was 42mg/100ml. This was a routine order and was programmed interoperability/barcode scanned. Interoperability (epic) indicated 31.69ml had infused over (30) thirty minutes; however, the clinician stated the "medication bag was empty in (20) twenty minutes. There was patient involvement, but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.